Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy, the electrode caught on fire while dissecting through tissue. The generator was a megapower 1000 set on cut: 35 pure, coag: 35, coag 1. They had just cut through a muscle layer and were above the tissue when the tip produced a flame. Surgery was not delayed due to the reported event. They opened a new pencil and the procedure was completed successfully. No fragments were generated and there were no patient complications reported.

Manufacturer narrative:
(B)(4). Date sent (B)(6) 2020. Investigation summary--- the device was received with burn marks at the coating and with the insulation with no apparent damage. The instrument was tested for continuity and was found to be conforming. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue.